Event description:
It was reported the lead dislodged. During the procedure to reposition the lead, it was observed that there was separation between the individual coils on the svc coil. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.